Manufacturer narrative:
Per the clinic, the patient has been treated with a course of oral antibiotic (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced wound dehiscence, a skin breakdown at the incision site. The surgeon plans to manage the issue with a wound vaccum. The device remains implanted.